Event description:
Information received from the field notes that the patient complained of "not feeling well" and flouroscopy showed one lead to appear almost completely fractured while the second also showed great deformation in the rib-clavicle region.~~~~~~~~